Manufacturer narrative:
The insulin pump alarm button error message occurred followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with a cracked case at battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that she had a button error on her insulin pump. Customer was on her hands and knees vacuuming out a boat when the alarm button message occurred. Customers blood glucose was 124mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.